Event description:
On (B)(6) 2011 at the (B)(6), it was reported that the arterial filter quart 00175 leaked at the vent stop cock during priming. There was no patient involvement. Reference: (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Per the final statement to the complaint letter dated february 13, 2012 leakage testing was performed on the returned sample and it was confirmed that there was a leak in the welding cover near the red stop cock. Such leakages would be clearly detected in the 100% function test in production, however, it is possible that the leak could appear later on due to inner stress in the material. Reference: (B)(4).